Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator exhibited far r wave oversensing leading to inappropriate mode switches. No changes or interventions were performed. There were no consequences for the asymptomatic patient.